Manufacturer narrative:
Eval summary: one device was returned in good visual condition. A cartridge was returned along with the device; the cartridge was noted to be 1/3 partially fired, in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was damaged. When disassembled, all firing trigger teeth were broken. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a retrosigmoidectomy procedure, there was a noise and only partial stapling. But the device did not cut the tissue. Another like device was used to complete the case. There was no adverse pt consequence.